Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, 2.75mm x 20mm eccentric de novo lesion, was located in a moderately calcified and severely tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5mm x 20mm non-bsc balloon catheter, resulting in a residual stenosis of 50%. The physician attempted to advance the 2.75mm x 24mm promus element stent delivery system (sds) however, the sds could not cross the lesion. The procedure was completed by implanting a 2.75mm x 20mm promus element. No patient complications were reported and the patient's status is stable. However, analysis of the 2.75mm x 24mm promus element stent delivery system (sds) identified stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Visual and microscopic examination of the device identified stent damage. Strut rows at the proximal and distal ends of the stent were misaligned and raised. The hypotube was kinked along the entire length of the device. The tip and balloon sections of the device were examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).